Event description:
A home patient (hp) contacted baxter's technical service center to report nothing moisture on the floor near homechoice machine after they completed automated peritoneal dialysis therapy. Reportedly, the hp was unable to determine the origin of the moisture. No moisture was noted on the cassette of the homechoice set, or the inside of the door of the homechoice machine. The moisture was not underneath any particular supply bag but was all over the top of the cart and on the floor. No patient injury or medical intervention was associated with this incident, per the hp.